Event description:
Allegedly, patient was revised due to periprostheticfracture. Component not revised: advance ii cocr tibia base nonporous sz 3 standard product ID: ktccnp30 lot ID: 1736502. Advance ii medial pivot tibia insert sz 3 right 12mm product ID: kimp312r lot ID: 1512029. Revision njr number: 4373718. Side: r. Primary asa: p2 - mild disease not incapacitating.